Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 256 mg/dl and insulin injections were used to address the bg level. Reportedly, the customer had been using novolog in the cartridge for more than 3 days. The customer indicated that the supplies on the pump were to be changed.